Event description:
Attorney reported: the pt sustained injury and damages associated with use of the defective product, bard composix e/x mesh. The pt suffered damages, specifically, as a result of having the patch implanted, the pt suffered disabling pain, required surgical intervention, and died as a result of complications caused by the composix e/x mesh.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned or request for additional info has not been responded to. No conclusion can be drawn at this time. Additional info including pt info, copies of medical info records and death certificate/autopsy report have been requested. A DHR review has not been conducted, since no specific product code or lot number have been provided.